Event description:
The following was previously reported via manufacturer's report # 2182207200802494: "it was reported that the pt had experienced a lack of therapy benefit; the pt had gone to the ER for treatment related to stimulation sensation detected in the chest area. The pt turned stimulation therapy off, which resolved the issue. F/u with the hcp for x-ray exam of the lead and system reprogramming was anticipated. The pt status was fair; the pt had returned home. Additional info has been requested from the physician." The device system was received by the manufacturer with no return paperwork or additional info regarding the reason for device removal.

Manufacturer narrative:
The implantable neurostimulator (ins) lead, and 2 extensions have been returned to the manufacturer for analysis. A f/u report will be sent when the analysis is complete.